Event description:
During a remote follow-up, low sensing was revealed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.